Event description:
It was reported that cartridge leaked insulin on two occasions that occurred on same day, with leak observed at o-ring and cartridge septum while cartridge was filled off pump with 250 units of insulin. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge, resumed insulin therapy successfully, and cartridge was not available to be returned for evaluation.